Event description:
It was reported to boston scientific that during a procedure a new lithocatch immobilizer device was opened for use and it was noticed that the basket would not close. No patient complications were reported as a result of this event.

Manufacturer narrative:
The returned device does not function. The basket is open and cannot be closed. The sheath of the device is buckled at the handle, preventing the basket from functioning.